Manufacturer narrative:
Section d4: additional information manufacturer's investigation conclusion: the reported event of pump stoppages and no external power was confirmed via the log file submitted for analysis. Log file submitted for review contained 240 entries spanning approximately 37 days, from (B)(6) 2020 to (B)(6) 2020. On (B)(6) 2020 (3 events) and on (B)(6) 2020 (2 events), low speed events followed by pump stoppages were recorded. During the pump stoppages, the motor stopped flags were active. Following the pump stoppages, the log file indicates the pump ramped back up to its set speed without issue. The pump stoppages occurred while the patient was connected to mobile power unit. The root cause of the pump stoppages was not determined. Review of the log file also captured two no external power events on (B)(6) 2020 and (B)(6) 2020. During these alarms, the controller operated on the backup battery (ebb in-use) and switched to power save mode. The no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mobile power unit (mpu). The alarm did not affect the controller¿s ability to operate the pump at the set speed. The no external power events appeared to be resolved when the ac power was restored to mpu. The system controller used at the time of the reported events was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the events and device exchange status; however, no additional information was provided. As a result, the investigation was unable to determine the exact cause of the atypical events captured in the log file, based solely on the analysis of the submitted log file. To date, the system controller associated with this complaint is unavailable for evaluation and the complaint file will close accordingly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference numbers: 2916596-2020-01634, 2916596-2020-01637. It was reported that the patient had a pump off alarm on (B)(6) 2020 after a pi event. The patient did not report any audible alarm. The patient was admitted for possible right ventricular failure. During log file analysis, two pumps were observed on (B)(6) 2020 with several low speed alarms. The speed drops were as low as 0 rpm. These issues only appear to be occurring while the vad is connected to the power module/mobile power unit (mpu). This type of behavior has been linked to potential issues with the percutaneous lead. Submitted x-rays showed one area that looked suspicious. Two no external power events were also observed on and (B)(6) 2020 which was caused by power to the mpu being briefly interrupted. The patient started showing signs of possible pump thrombus on (B)(6) 2020. Lactate dehydrogenase (ldh) had increased to 876 u/l from 466 u/l and hematuria was noted. The patient did have a decrease in his flows on (B)(6) 2020 but have resolved to near baseline values in 5¿s lpm. The patient was evaluated for possible pump replacement. It was later reported the patient expired due to a massive hemorrhagic cerebrovascular accident on (B)(6) 2020.